Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was part of create pas. The cas procedure was performed (B)(6) 2013. A major ischemic stroke was reported. The patient had left arm jerking and involuntary movement in the left arm at bedside post procedure in cpu. Slight left face droop at rest. Does have ability to smile. The symptoms are ongoing. Please reference MDR 2183870-2013-00138 for the spiderfx used in this procedure.